Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power faults was confirmed via log file analysis. The modular cable (lot number: 8544101) was returned and discoloration to the outer jacket and bend reliefs was noted. The modular cable passed electrical testing without issue, indicating no issues with the underlying wires. The modular cable was connected to a test controller and mock circulatory loop and was able to support the system without issue or alarm, including when the modular cable was manipulated. The reported alarms were not able to be reproduced with the returned modular cable. Data from the submitted log files was reviewed on the reported event dates of 22sep2025 ¿ 30sep2025 and showed a driveline power fault alarm activating on 22sep2025, due to the power a signal dropping below the alarm threshold. The log files showed the controller exchange on 25sep2025, but the driveline power fault alarms reactivated on 27sep2025 for the same reason. The driveline power fault alarms did not prevent the pump from operating at its set speed, and the controllers were able to support the system as intended while the driveline was connected. Provided information indicated that there was damage to the pump cable, which was repaired with rescue tape, and that the system controller was exchanged due to the observed power cable damage. It was also reported that the rescue tape and controller exchange did not resolve the driveline power fault alarm, so the modular cable was exchanged, resolving the alarm. The root cause of the reported event was unable to be determined via this investigation. The device history records were reviewed and revealed no deviations from manufacturing or qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power faults and damage to the modular cable (lot number: 8356979) was confirmed via log file analysis and review of submitted customer photos. The customer submitted photo showed damage to the modular cable. Data from the submitted log files was reviewed on the reported event dates of 22sep2025 ¿ 30sep2025 and showed a driveline power fault alarm activating on 22sep2025, due to the power a signal dropping below the alarm threshold. The log files showed the controller exchange on (B)(6) 2025, but the driveline power fault alarms reactivated on (B)(6) 2025 for the same reason. The driveline power fault alarms did not prevent the pump from operating at its set speed, and the controllers were able to support the system as intended while the driveline was connected. Provided information indicated that there was superficial damage to the pump cable, which was repaired with rescue tape, and that the system controller was exchanged due to the observed power cable damage. It was also reported that the rescue tape and controller exchange did not resolve the driveline power fault alarm, so the modular cable was exchanged, resolving the alarm. The root cause of the reported event was unable to be determined via this investigation; however, it is likely that the damage to the modular cable contributed to the driveline fault alarms. The device history records were reviewed (shop order: (B)(4) and revealed no deviations from manufacturing or qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline power fault alarm. A small cut was found in the pump cable and another cut in the system controller power cable. Log files were extracted, x-ray was done, and the controller was replaced. The log file captured driveline power fault alarms beginning on the morning of (B)(6) 2025. The controller was initially swapped on (B)(6) 2025 and rescue tape was applied over the cut on the pump cable. However, the alarm came back again on (B)(6) 2025. The modular cable was then exchanged on (B)(6) 2025, and the alarms appeared to have resolved.

Event description:
Additional information was received on 16aug2025. The reason to perform cable exchange was due to small cut not reaching the conductor and driveline fault alarm so first they change the system controller and then change the modular cable. The initial modular cable was exchanged on (B)(6) 2025. Old modular cable lot #8544101.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.